Event description:
It was reported by service report that the head right siderail would not latch in the upright position and the motion interrupt pan was damaged. It was further reported there was no power to the bed and the head-end lift was stuck high. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing link; motion interrupt pan. Blown fuse at power supply board. How was the issue noticed; was this identified during, prior after medical procedure/installation/in-coming inspection/service, out of box failure? Customer does not know. Was there any medical intervention required? If yes, please describe including any unanticipated medical procedures/treatments/therapy administered in relation to the alleged event. Customer does not know. Did the issue result in any delay or prolongation to any medical procedure/treatment/therapy? Customer does not know.